Manufacturer narrative:
The device was not returned for investigation. The risk of failing to achieve hemostasis and access site complications leading to bleeding or surgical intervention have been identified as possible adverse events related to the deployment of the vascular closure device in the IFU. The root cause of the considerable bleeding from the access site is likely due to tract deployment; however, it is inconclusive the cause of the tract deployment due to insufficient information. It was reported the field angiograms showed the manta lock was well clear of the vessel indicating the toggle had anchored inside the tissue tract and not within the vessel. Risk documentation was reviewed, and tract deployment is a known risk. The document history was reviewed and showed no non-conformities related to this event. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The EU IFU lists failed hemostasis requiring manual pressure, application of balloon pressure from a secondary access site, and placement of a covered stent as possible adverse events. Additional investigation into risk documentation and device history record will be performed.

Event description:
Patient underwent a tavi in the (B)(6) on (B)(6) 2019. Two surgeons were involved in the procedure. Physician #1 performed the procedure, and physician #2 executed the deployment of the manta vascular closure device. It was reported that physician #1 was the physician who performed and recorded the depth measurement prior to the tavi. The manta vascular closure device was deployed at the pre-measured depth by physician #2. There was "considerable bleeding from the access site" and physician #2 repeated the tamping step of deployment and applied manual pressure for 30 minutes. Following these steps "it was evident that the access site had not been closed." The angiogram showed "the stainless steel clip of the manta was well clear of the vessel indicating that the footplate had not anchored within the vessel and had done so in the tract." A balloon was advanced from the contralateral side and inflated and a covered stent was placed, and the bleed was resolved.